Event description:
The initial attorney report alleged ring break, bowel perforation and mesh explant the following is based on the medical records provided by the pt's attorney: (B)(6) 1999 - repair of ventral hernia with composix mesh a bilateral tubal ligation was also performed. A previously placed non-bard mesh was encountered and after some hernia sac and bowel were dissected away from it, it remained in place. On (B)(6) 1999 - pt presented to the ER with constipation, nausea, and vomiting. She was admitted for ng tube decompression. On (B)(6) 1999 - exploratory laparotomy with excision of composix mesh. An abscess cavity was found underneath the mesh and the mesh was resection in its entirety and sent to pathology.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Based on the info available at this time, no definitive conclusions can be made. This is an obese patient with a history of multiple abdominal surgeries who developed an abscess underneath her composix mesh and two weeks post implant presented for excision. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number indicated in the medical records provided; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The pt later had a composix kugel mesh implanted on (B)(6) 2002, this complaint was reported to the FDA in accordance with rae-2008004.